Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9621-30t 30 mm tap broke. This occurred during a case where all fragments were retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that one of the tips of the cutting flute was broken. Threads were chipped. Functional testing was not performed due to the damage to the tip. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated drilling usage.

Event description:
Additional information provided 06/06/2024 by sales representative who stated that the procedure was a reverse total shoulder replacement. After the completion of the case, the taps were checked, and it was noticed that the tip of the 30mm tap was broken off. It is unknown when the break occurred. The tap was not used in the case on (B)(6) 2024.